Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their previous implant was replaced because it went all out. The issue began about a month ago. When agent asked for more information patient mentioned they had no idea and the machine just went out and it wasn't working. Patient could not feel any stimulation. Patient went to their doctor to report the issue and denied having a manufacture representative (rep) there. Patient mentioned they would go back to their appointment on the 15th.